Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported that on (B)(6) 2019, the adc freestyle libre sensor provided a result of 148 mg/dl and his daughter (a child of (B)(6) years) experienced seizures. Customer was taken to a hospital where a glucose result of 900 mg/dl was obtained on the hospital device and the customer was diagnosed with hyperglycemia. No details regarding treatment were reported, however customer remained in the intensive care unit (ICU) for 3 days and was discharged on (B)(6) 2019. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, no tripped trends were observed.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's father reported that on (B)(6) 2019, the adc freestyle libre sensor provided a result of 148 mg/dl and his daughter (a child of 11 years) experienced seizures. Customer was taken to a hospital where a glucose result of 900 mg/dl was obtained on the hospital device and the customer was diagnosed with hyperglycemia. No details regarding treatment were reported, however customer remained in the intensive care unit (ICU) for 3 days and was discharged on (B)(6) 2019. There was no report of death or permanent impairment associated with this case.